Manufacturer narrative:
(B)(4). A supplemental submission will be completed if additional information or sample becomes available.

Event description:
The tube disconnected from the access tip. Medela pump was used to derive the liquid. This is a common treatment. This was no emergency measure. No patient harm.